Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Image was obtained by switching to a different serial digital interface connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The serial digital interface was replaced; however, the issue persisted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to move the serial digital interface (sdi) cable from sdi in to sdi out 2 on the cv-190. Furthermore, tac asked the customer to move sdi cable on the oev-261h from sdi 1 in to sdi 2 in. Afterwards, an image was obtained, and the problem was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.